Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial arrhythmias. It was also reported that the right ventricular (rv) lead exhibited undersensing resulting in inappropriate pacing. The patient was hospitalized. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both the ra and rv lead were reprogrammed.